Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. Based on the limited information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined. The investigation determined a conclusive cause for the reported contamination/decontamination problem cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of the procedure estimated as (B)(6) 2024.

Event description:
It was reported that when the 7x60mm absolute pro self expanding stent system (sess) was opened a contamination was noted. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.